Event description:
It was reported that their insulin pump was unable to upload calibration info. During troubleshooting, it was discovered that the device had no alarm history. Advised customer device would need to be replaced. Customer's blood glucose level was 74 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Alarm noted on alarm history screen due to corrupted history file. Unable to download to care link pro due to corrupted history file. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.